Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2026, the patient experienced almost losing consciousness, dizziness, nausea, and vomiting. The cgm reading was low and the patient self-treated with consuming sugar and soda. The cgm reading did not change after treatment, and the patient was brought to the hospital by their caretaker. When a fingerstick was taken at the hospital, the cgm reading was 48 mg/dl, and the blood glucose reading was 400 mg/dl. The patient was treated with 10 units of insulin via injection, and intravenous fluids. The patient was discharged after 2 to 3 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when symptoms first occurred. The reported glucose values fall within the d zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.